Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, additional information was received that the adapter supplied power to a communicator during baseline checks. This complaint was over reported as there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.

Event description:
Boston scientific received information that the patient mentioned that the power cord was burnt out. In addition, there were no lights on the power brick. The power cord was returned and no injuries or damages has been reported. The communicator remains in service. No adverse patient effects were reported. It was reported that the patient mentioned that the power cord was burnt out and there were no lights on the power brick. The company representative opted to replace the power cord. The communicator remains in service. There were no adverse patient effects reported.

Event description:
Boston scientific received information that the patient mentioned that the power cord was burnt out. In addition, there were no lights on the power brick. The power cord was returned and no injuries or damages has been reported. The communicator remains in service. No adverse patient effects were reported.